Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies.pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was an attempted implant due to high out of range pacing impedance of greater than 3,000 ohms. The boston scientific lead was removed from the header, wiped clean, and reinserted into the header. The physician noted difficulty getting the lead into the header. A high out of range pacing impedance of greater than 3,000 ohms, and noise were reported again. The lead was removed from the header. The physician believes there to be a device header issue. The device was changed out to a different boston scientific device, of the same model. The lead was inserted into the new device, with normal measurements ranges. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device has been returned, and analysis is pending. Once analysis is completed, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was an attempted implant due to high out of range pacing impedance of greater than 3,000 ohms. The boston scientific lead was removed from the header, wiped clean, and reinserted into the header. The physician noted difficulty getting the lead into the header. A high out of range pacing impedance of greater than 3,000 ohms, and noise were reported again. The lead was removed from the header. The physician believes there to be a device header issue. The device was changed out to a different boston scientific device, of the same model. The lead was inserted into the new device, with normal measurements ranges. No adverse patient effects were reported.